Event description:
It was reported that the user was connected to an ilet pump without prior training, observed a blood glucose of 375 mg/dl, and was advised to disconnect and revert to subcutaneous insulin pending training; subsequent contacts were to arrange training, with no device alarms reported. Symptoms included hyperglycemia. Outcomes included no reported injury, hospitalization, or medical intervention beyond reverting to backup therapy. Investigation included customer service review of the event and user education with troubleshooting that directed discontinuation of pump use until training occurred. Investigation of this case revealed no device malfunction or alarms and indicated use error related to initiation without required training, with the device functioning as designed when the user was advised to discontinue pump therapy and use injections. It was concluded, based on previously established findings for similar reports, that the cause was use error and training deficiency leading to hyperglycemia of unclear cause. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.